Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 566 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated by syringe. Customer will return device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08725 inches. Insulin flow blocked alarm/no delivery alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment. The unit recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime anomaly noted. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.